Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the surgeon used the trial of hmrs straight anch piece 11mm. After that, he confirmed that the length of the plate and stem shaft of the implant (hmrs straight anch piece 11mm) was shorter than the length of the plate and stem shaft of its trial. So, the implant could not be inserted to the canal. The surgeon gouged the cortical bone bit by bit, and it could be inserted. But, the final 0.5-1.0cm of the implant could not be inserted and fixed with the screw.